Manufacturer narrative:
Philips has investigated this complaint. According to additional information collected, the system was not in clinical use at the time of event occurrence. The customer reported to philips that the system¿s uninterruptible power supply (ups) generated an alert stating. No service action was performed by philips, as the ups was not covered under a philips service contract. To date, there have been no further reports of this issue. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system's uninterruptible power supply alerted indicating "requires technical assistance", which can impact booting. No harm was reported to philips. Philips has started an investigation of this complaint.